Event description:
This complaint is from a literature source. The following literature cite has been reviewed: yalin k, soysal au, aksu t, onder se, ozturk s, yalman h, mutlu d, ercan ot, ikitimur b, cimci m, durmaz e, karadag b, bilge ak, huang h, karpuz h. Safety and efficacy of coronary angiographic image integration tool-guided ablation of left sided outflow tract ventricular arrhythmias. J interv card electrophysiol. 2024 jan;67(1):31-34. Doi: 10.1007/s10840-023-01619-4. Epub 2023 aug 14. Pmid: 37578671. Objective/methods/study data: authors investigated the safety and efcacy of iit-guided ablation of left-sided outfow tract ventricular arrhythmias (va) and compared to simultaneous conventional angiography (sca). The article reports vascular access site complication requiring surgery and these are associated with the use of sheaths at femoral access sites. The article does not identify sheaths. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: thermocool ablation catheter concomitant biosense webster devices that were used in this study: carto 3 non-biosense webster devices that were also used in this study: n/a adverse event(s) and provided interventions possibly associated with unidentified thermocool ablation catheter: qty 1 transient anterior st elevation which resolved spontaneously (elevated st segment) (recognized procedural complication) qty 1 pericardial effusion requiring pericardiocentesis during gcv ablation (cardiac tamponade) (recognized procedural complication)

Manufacturer narrative:
This complaint is from a literature source. The following literature cite has been reviewed: yalin k, soysal au, aksu t, onder se, ozturk s, yalman h, mutlu d, ercan ot, ikitimur b, cimci m, durmaz e, karadag b, bilge ak, huang h, karpuz h. Safety and efficacy of coronary angiographic image integration tool-guided ablation of left sided outflow tract ventricular arrhythmias. J interv card electrophysiol. 2024 jan;67(1):31-34. Doi: 10.1007/s10840-023-01619-4. Epub 2023 aug 14. Pmid: 37578671. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref #: (B)(4).